Manufacturer narrative:
Device was received with pump error 38 due to corroded motor home switch. No blank display noted. Unable to verify failed battery test alarm due to pump error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm after inserting two new batteries. The blood glucose was 215 mg/dl at the time of the incident. Customer also reported blank display screen and replace battery now alarm. Troubleshooting steps were guided for failed battery test alarm. Insulin pump did not alarm battery failed alarm. Customer stated that, they do not receive frequent battery failed alarms. Alarm was not cleared before inserting battery. Troubleshooting steps were guided for blank display screen. Customer reported display is blank. Customer stated that, the display was not blank less than 30 seconds. Customer stated that, display is blank currently. Customer advised to replace and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.